Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The vessel sealer extend (vse) instrument was returned and analyzed. The white substance located at the distal end of the instrument was identified as krytox lubricant and no damage was found. No product issue was identified. The reported device was found to be within expected condition.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic trans cervical surgical procedure, the lubricant repeatedly leaked from the vessel sealer extend (vse) instrument jaw. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: white lubricant fell into the patient and no patient harm was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.